Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number was unavailable.

Event description:
A complex intervention was performed on a 100% chronically occluded left superficial femoral artery with an evercross. There was a reported dissection of the left mid sfa during recanalization of the 100% occluded sfa after pta with the evercross. The physician then placed a self-expanding stent distally and covered it with a 7x80 stent proximally.